Event description:
Information was received from healthcare provider (hcp) via a manufacturer representative regarding a patient having micro endoscopi c-assisted transforaminal lumbar interbody fusion (me-tlif). Preoperative diagnosis of this surgery was hernia. It was reported that the lens was foggy. There were no patient symptoms reported. There were no further complications reported regarding the event. Additional information was received from the manufacturer representative that the event occurred during setting, prior to use. The reported product was not used. Another same model was used as replacement.

Manufacturer narrative:
E1: initial reporter details are unknown g2: country of origin - japan h3: product analysis# it was found that there are scratches on the tip of the outer tube during the incoming inspection. This regulatory report is being submitted due to retrospective review through CAPA 624392. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.